Event description:
The customer reported a discordant, elevated atellica im high-sensitivity troponin I (tnih) patient result compared to the patient's clinical picture and a repeat result from the same sample and the result from another draw from the same patient. The intial atellica im tnih result was reported to the physician who questioned the elevated result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated atellica im tnih result.

Manufacturer narrative:
A united states customer contacted siemens customer care center to report a discordant high result for a patient sample using the atellica im high sensitivity troponin I (tnih) assay when compared to the repeat result from the same sample and the result from a second sample. Calibrations and qc were acceptable. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Initial MDR 1219913-2022-00050 was filed on february 3, 2022. February 23, 2022, additional information: a united states customer observed an initially elevated atellica im tnih result on a patient that was not reproduced when the initial sample was repeated or when another sample for this patient was tested. The repeat results were below the instructions for use (IFU) 99th% cutoff of 45 pg/ml. Qc was in range at the time the sample was originally run and all other tests run on the sample were repeated and verified to be correct. Error message logs were reviewed, and no hardware issues were seen, however, the message 'isolated spike was removed from flash curve' for replicate ID 1 sid 656731 and test tnih was observed. March 16, 2022, additional information: siemens reviewed additional reagent traces that were provided. The single reagent trace that utilized probe 1 was checked for any potential defects. There is not enough information to determine if this trace is unhealthy or that there is hardware issue that could cause a discordant result. There have been no further complaints of problematic samples from this site with tnih. While the exact root cause of the initial elevated result cannot be determined, siemens cannot rule out a pre-analytical issue on the initial sample run that caused the elevated result. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.